Event description:
The patient reported experiencing elevated blood glucose once a week for the past few months of 25-32.5 mmol/l (450-585 mg/dl). She stated that she has been changing the infusion set often and she tried using a new infusion site location, but blood glucose values did not decrease. She began injecting insulin via pen to lower her blood glucose. She stated that her diabetes is difficult to manage and her blood glucose measures between 5-20 mmol/l normally (90-360 mg/dl). No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.